Event description:
Caller states during a correlation study, the following coaguchek s/lab values were obtained: patient 1: 4.9 inr/3.1 inr; patient 2: 2.9 inr/2.2 inr; patient 4: 5.0 inr/2.9 inr; patient 7: 4.6 inr/3.0 inr. Lab results were used to make treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek s/lab values were obtained: patient 3: 3.8 inr/2.8 inr. Lab results were used to make treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek s/lab values were obtained: patient 6: 5.3 inr/3.4 inr; >8.0 inr/5.3 inr. Lab results were used to make treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek s/lab values were obtained: patient 5: 2.7 inr/1.9 inr; >8.0 inr/5.3 inr. Lab results were used to make treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.